Manufacturer narrative:
(B)(4). Evaluation summary: the probe was connected to a test holster and control module, initialized, and the cutter jammed. The instrument was disassembled and the vacuum hose was found to be dislodged.

Event description:
It was reported that during a breast biopsy procedure, just after starting sample mode, the cutter stopped in the middle of the probe aperature. The procedure was stopped and the probe was replaced to complete the case.